Event description:
The customer reported that the m2475b portable defib/monitor gave a "defib failure cycle power" screen message alret. This was found when responding to a code on a pt. A second defibrillator was used to deliver therapy. Although the pt expired, the customer reported that the alleged failure had no impact on the pt's outcome.